Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.